Manufacturer narrative:
During follow-up, the patient's wife said her husband did not drink enough fluids at the time which can contribute to a uti. He discarded the units he used at the time of the infection, and there were no defects or malfunction with the ultram14 catheters.

Event description:
Intermittent catheter patient (user) said he recently had a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient's wife, who had permission to give details of his health, said he was prescribed an antibiotic, took the full course, and recovered fully from the uti.